Event description:
The report received from the (B)(4) study indicated that the patient was enrolled in the study and was found to have one-vessel disease and had one target lesion treated during the study index procedure. The patient's left ventricular ejection fraction was greater than fifty percent (lvef>50%). The patient had a cypher 3.0 x 28 mm stent successfully implanted in the proximal left anterior descending (lad) at 15 atm. During the index procedure, the patient was reported to have become hypertensive and was treated by administration of ten mg. Of hydralazine. The patient was discharged the day after the procedure. At the twelve month follow-up contact, the patient was reported to have stable angina.

Manufacturer narrative:
The report received from (B)(4) study indicated that during the index procedure the patient was treated for hypertension. The patient's medical history includes: previous pci, unstable angina pectoris, hyperlipidemia, hypertension, and gastroesophageal reflux. Initially, the patient was enrolled in the study and was found to have one-vessel disease and had one target lesion treated during the study index procedure. The patient's left ventricular ejection fraction was greater than fifty percent (lvef>50%). The proximal lad target lesion was reported to be: de novo, 3.0 mm in diameter, 20 mm length, not calcified/tortuous, an 80% stenosis, and type c. The lesion was pre-dilated with a 2.5 x 20 mm balloon catheter at 14 atm. A cypher 3.0 x 28 mm stent was implanted at 15 atm. The stent was not post-dilated. The residual stenosis was 0%. The flow pre and post-procedure was timi 3. The patient had a cypher 3.0 x 28 mm stent successfully implanted in the proximal left anterior descending (lad) at 15 atm. During the index procedure, the patient was reported to have become hypertensive and was treated by administration of 10 mg. Of hydralazine. The patient was discharged the day after the procedure. At the twelve month follow-up contact, the patient was reported to have stable angina. The product remains implanted in the patient and is thus not available for evaluation. A device history record review was performed and showed that this lot of products met all requirements per the applicable manufacturing quality plan. Hypertension is a potential adverse event associated with stent implantation procedures. Review of the information provided suggests that there are possible patient factors (pre-existing hypertension) and procedural factors that may have contributed to the reported event. Neither the DHR nor the information available for review indicate that there is a design or manufacturing related issue, therefore no corrective action is required.

Manufacturer narrative:
The proximal lad target lesion was reported to be: de novo, 3.0 mm in diameter, 20 mm length, not calcified/tortuous, an 80% stenosis, and type c. The lesion was pre-dilated with a 2.5 x 20 mm balloon catheter at 14 atm. A cypher 3.0 x 28 mm stent was implanted at 15 atm. The stent was not post-dilated. The residual stenosis was 0%. The flow pre and post-procedure was timi 3. Approximately fifteen and one-half months after the index procedure, the patient experienced an adverse event (ae) of acute pancreatitis. The event was reported to be unrelated to the study device/procedure/medication. No treatment was provided. The event outcome was ongoing/improved. This ae was captured as a non-complaint. The device remains implanted in the patient and is not available for inspection. Additional information will be submitted within 30 days upon receipt.